Event description:
It was reported that during preparation for a stenting treatment procedure, no stent was found on the delivery device. During preparation for the procedure, the user removed the device from the packaging, and it was noted that there was no stent on the balloon. The stent was not found. There was no patient contact. The procedure was completed with another device. No patient complications were reported and the patient's status is ok.

Event description:
It was further reported that the stent protector was found in the package with no stent in it.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the veriflex (liberte) stent delivery system (sds) was received in a shelf box and inner packaging pouch without the product mandrel and balloon protector. The stent was not present on the sds or anywhere in the returned packaging. Magnified inspection confirmed there were stent strut impressions on the surface of the balloon. The strut impressions were centered between the markerbands. There was residual fluid in the inflation lumen near the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent protector was found in the package with no stent in it.